Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's problem was confirmed. The pump's downstream occlusion (dso) sensor was tested and was found to be activating out of specification. An air bubble under the rubber seal was found to be the primary cause of the problem. The dso rubber seal will be replaced, and the dso sensor will be recalibrated in order to fix the issue.

Event description:
It was reported that device had an issue of shutter pressure at 0,61 bar. There was unknown patient involvement.